Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector would not lock into place when connected to the adaptor. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No defects were observed. A mechanical evaluation was conducted. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extention cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿connection issue¿ was unable to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector would not lock into place when connected to the adaptor. A replacement device was used to complete the procedure. No patient involvement.